Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg no longer holds its charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the facility.